Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that in operating room 3 (heart op), the delta infinity xl had a burning odor and vented smoke from the ventilation slots. The unit is cleaned with a cleaning cloth. The monitor was disconnected from power supply and battery. After approximately 50 minutes the smoke emission was not visible anymore. There was no pt injury reported. (B)(4).